Event description:
The customer reported to baxter (B)(4) of a continu-flo set where the "line was blocked" prior to patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One unit was received at the plant for evaluation. The unit was tested under water using 0.56 bar of air pressure and the blockage reported by the customer was confirmed at the check valve level. The visual inspection revealed that the nypro check valve was inverted which explain the blockage of the unit since this component functions in one way. A batch review was performed finding that no exception/non-conformance reports were documented for this lot.